Event description:
The patient reportedly experienced a lack of progress. The patient was seen at the center for speech perception evaluation. Due to lack of patient progress, the decision was made to explant the patient's cii device. The patient's device was explanted.